Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. Upon inspection and testing, dried fluids and corrosion was observed on video connector unit contact pins. In addition, the device yielded a snowy image on ltf-vh scope. However, the user's complaint of device not turning on was not confirmed.

Event description:
As reported for this event, during an unknown procedure the device did not turn on. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
There is more information on the device, and additional information has been received from the customer including initial reporter occupation is nurse supervisor. This supplemental report is being submitted to provide this information. There was no delay in the procedure. The procedure was completed. The information for the device that was used to complete the procedure was not provide. Patient information was not provided. No other devices were replaced during the procedure. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is likely that the pin of the video connector receiver was corroded when the user connected the electrical contact of the video connector to the device in a wet state or with foreign matter attached. This interfered with the signal transmission between the scope and the video processor and caused image defects. The instructions for use includes the following statements: make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the otv-si. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Although the phenomenon (device did not turn on) was not confirmed during the device inspection, it has been more than 8 years since the subject device was manufactured, and it is likely deterioration of the power unit resulted, which could have led to the phenomenon.